Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications during the exploratory laparotomy that converted the procedure to a colon resection? Patient had a stricture. What was found during the exploratory laparotomy? Stricture. What specific procedure was used to treat the condition found? Resected distal sigmoid/upper rectum then attempted to resect proximal portion of bowel. What was the etiology of the bowel distension? Tissue was very thin. What was the condition of the tissue? Tissue was very thin. What was the first firing of the device? Green reload. What color reload was used for the second firing? Blue. Was the distal transection completed in one or multiple firings? Unknown. Was the device closed and repositioned multiple times prior to firing? No. Can you please clarify what was meant by, ¿unable to staple the bowel¿? The stapler fired on the proximal bowel but the tissue was thin and tore. Can more information be provided about staple form? No. Is the ostomy temporary or permanent? Permanent. What is the current status of the patient? Patient is doing fine but did have some abscess due to spillage.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications during the exploratory laparotomy that converted the procedure to a colon resection? What was found during the exploratory laparotomy? What specific procedure was used to treat the condition found? What was the etiology of the bowel distension? What was the condition of the tissue? What was the first firing of the device? What color reload was used for the second firing? Was the distal transection completed in one or multiple firings? Was the device closed and repositioned multiple times prior to firing? Can you please clarify what was meant by, ¿unable to staple the bowel¿? Can more information be provided about staple form? Is the ostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during a exploratory laparotomy the surgeon used contour. On the second firing contour was used on a distended bowel. Upon firing the device the bowel was not sealed. The surgeon was unable to staple the bowel and completed the surgery with a ostomy. The surgery was delayed by an unknown amount of time.